Event description:
Info received indicates the head of the bed will not go up. The account indicated the pt has breathing issues.

Manufacturer narrative:
The technician removed cleaned and reinstalled the head up valve on hydraulic block to repair the bed.